Manufacturer narrative:
Concomitant medical products: cd3257 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's husband that the patient's right ventricular (rv) lead fractured and caused multiple inappropriate shocks. The patient went into atrial fibrillation (af) and turned blue and was revived with an automated external defibrillator. The husband claimed that the lead was reprogrammed off but not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.